Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enter and number pad was not working on keyboard. A field service engineer troubleshot non-functional keyboard keys by attempting driver uninstall/reinstall and reseating the universal serial bus connection, which did not resolve the issue, replaced the keyboard, after which all keys functioned properly, and the customer was able to sign in without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, enter and number pad were not working on the keyboard. Customer tried to reboot, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.